Event description:
It was reported that blood went above the blue disk in the reservoir. There was no patient complications reported.

Manufacturer narrative:
One single dpt/vamp adult kit was returned for evaluation. Dry blood was evident on the plunger side of the blue seal and on the inside of the contamination shield. Blood was evident between the seal and reservoir. It was apparent that blood had leaked past the blue seal to the plunger side and out of the reservoir cap into the contamination shield. A simulated use test was performed to the vamp system in attempt to recreate how blood passed the seal into plunger side. No leakage was detected past the seal during simulated use test if IFU recommendations were followed. It is recommended in the IFU to smoothly and evenly move the plunger at a rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. No leakage was observed during simulated use test, presence of blood on the plunger side of the seal which indicated a leakage had occurred. A CAPA investigation is currently open to determine the root cause and implement any necessary corrective actions.